Manufacturer narrative:
Product complaint # (B)(4). The actual device batch number associated with this event is not known. The possible batch number are reported as follows: batch mhb907. Manufacture date - 7/9/2018 expiration 6/30/2023. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Device evaluation summary: it was received for analysis an empty labeled winding former of product code w8707, lot mhb907. No suture or needle were returned for evaluation to determine the assignable cause of the performance breakage suture; therefore, the reported failure could not be evaluated. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of: ¿suture broken¿.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.